Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to non-physiological noisy signals oversensing while the patient was lying down in supine position. A fracture is suspected on this implanted electrode. An additional follow up was performed and x-ray images were acquired, highlighting a proximal loss of insulation. Additional maneuvers near the can were performed and no physiological artifacts were reproduced. The system was explanted and replaced and there was no visible electrode damage. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to non-physiological noisy signals oversensing while the patient was lying down in supine position. A fracture is suspected on this implanted electrode. An additional follow up was performed and x-ray images were acquired, highlighting a proximal loss of insulation. Additional maneuvers near the can were performed and no physiological artifacts were reproduced. The system was explanted and replaced and there was no visible electrode damage. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.